Event description:
Trial patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The trial patient's mother did not report any injury or medical intervention.